Event description:
Reporter status customer reportedly received result of 267 mg/dl on the advantage system and 120 mg/dl on professional's meter within 10 minutes. No actions taken based on device results . No blood glucose symptoms reported with these results. Controls were run and in range. No adverse event reported. Requested return of suspect device and replacement was sent.